Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Due to excessive vault and iridocorneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. H6 - health effect - clinical code (e): 4581: significant reduction of iridocorneal angles. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and significant reduction of iridocorneal angles. Due to low vault and iridocorneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).